Event description:
During an in clinic follow up, when performing the threshold measurement of an aveir vr leadless pacemaker (lp), the threshold observed on the merlin programmer was not what was being observed on the ECG resulting in a loss of capture. A conductive telemetry issue was suspected when the external ECG monitor was connected to the patient. Technical support was contacted and additional investigation was recommended. The patient is not pacemaker dependent and was in stable condition.